Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention, has suffered and will continue to suffer, pain, physical injury, permanent severe scarring and disfigurement; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard soft mesh (device #1). Additional emdrs were submitted to represent the three bard soft meshes (device #2), (device #3) & (device #4). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of four unspecified bard soft meshes on or about (B)(6) 2011, (B)(6) 2013, (B)(6) 2017 and (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all the bard soft meshes. Attorney alleges that "the patient sustained injuries after being implanted with the bard soft hernia meshes. The bard soft hernia meshes implanted in the patient failed to reasonably perform as intended. The meshes failed, caused serious injury and required the patient to undergo invasive surgical intervention. The patient's severe adverse reaction, including required surgical intervention due to the bard soft hernia meshes, directly and proximately resulted from the defective device. The patient has suffered, and will continue to suffer, both physical injury and pain, permanent and severe scarring and disfigurement. As a result of his injuries resulting from the bard soft hernia meshes, the patient has sustained pain and suffering, loss of enjoyment of life and other damages and will continue to suffer such losses into the future." It is also alleged that the device was defective.